Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; a3; b4; b5; d2; g1; g3; g6; h1; h2; h6; h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left total shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a custom implant revision procedure due to component loosening and bone erosion. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D1 - brand name: unknown anatomic shoulder hybrid glenoid. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: associated product information, part (lot): unknown anatomic shoulder stem (unknown). Unknown anatomic shoulder humeral head (unknown). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left reverse total shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a custom implant revision procedure due to an unknown reason. Attempts have been made, and no further information has been provided.